Manufacturer narrative:
(B)(4). A maquet field service technician will evaluate the device. In addition the manufacturer requested additional information on the described event. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that a rotaflow that was attached to a patient will not hold a charge. (B)(4).

Manufacturer narrative:
Maquet field service technician investigated the device and confirmed that the battery failed the run time test. The customer confirmed that they had not consistently plugged the unit into the ac outlet. This failure can shorten the lifespan of the battery. He replaced the battery and tested the unit for functionality and safety. Also performed a pm. All checks and tests passed and the unit was returned to the customer for use. There was no patient involvement.

Event description:
(B)(4).